Event description:
Hcp reported the patient had an infection of the device pocket as evidenced by incisional wound opening and pocket erosion. It is unknown if a culture was done, but the patient did not have meningitis. The patient was treated with total device system explant. The infection resolved and there was no drug withdrawl. The patient had a risk factor of autoimmune disorder.